Manufacturer narrative:
Additional information has been requested regarding this event; however, additional information was not available. Should additional information be received, this event will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned and replaced due to a product performance issue. No additional adverse patient effects were reported.